Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Investigation of the returned device was confirmed for balloon rupture but was unconfirmed for the reported detachment issue. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80166 pta balloon dilatation catheter allegedly experienced balloon rupture and device detachment. This information was received from one source. The one reported malfunction involved one patient with no consequences. The patient was reported to be a (B)(6) year old male weighing (B)(6) lbs.